Event description:
The reporter stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-tm and the cartridge model that was used was aq cartridge fp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
H6: evaluation codes: results - inspection of the returned product showed that the one lens haptic was torn off and missing. Surgical residue/debris on product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the return product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.